Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a written complaint filed in court by an attorney for a patient who allegedly received baclofen via an implantable infusion pump implanted in (B)(6) 2010. The indication for use (IFU) was listed as intractable spasticity and cerebral palsy. The complaint alleges that the patient underwent a catheter replacement procedure in (B)(6) 2012. Over the next year and a half, the patient allegedly noticed decreased efficacy of the pump. This purportedly led to rigidity, tightness, pain in the extremities and decreased mobility, among other complications. As a result, the patient's physicians allegedly recommended that the patient's baclofen be titrated and reassessed. The complaint further alleges that ultimately it was determined that the patient's intrathecal catheter had again malfunctioned which purportedly caused the patient not to receive the appropriate programmed dose of baclofen. On(B)(6) 2014, the patient allegedly underwent a procedure to remove the device. The complaint further alleges that during the procedure, the patient's intrathecal catheter "was found to be fractured and broken at 35 cm." The surgeon allegedly extracted the various pieces of the broken catheter and removed the pump. The complaint further alleges that the patient experienced, severe pain, tightness, rigidity, and lack of mobility which continue at the time of filing of the lawsuit. The lawsuit seeks compensation for the patient's alleged permanent injuries, pain, suffering, mental anxiety, loss of self-esteem and emotional anguish, loss of earnings and future earning capacity, medical expenses, and other damages. Refer to manufacturer report # 3004209178-2016-13358 for prior catheter malfunction and replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated there was a catheter failure and the patient experienced spasticity, hospitalization, and underinfusion. The date of injury was noted as under investigation. No further complications were reported/anticipated.